Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had issues with the sensor and blood glucose readings. Then the calibration was not accepted and the insulin pump went into suspend on low many times. Customer's blood glucose level was 200 mg/dl. The insulin pump alarmed change sensor after a second calibration was not accepted. Pieces of the electrode were missing. The device was not returned.